Event description:
Rptr would like FDA to scrutinize the packaging of ciba vision products, specifically MFR's daily cleaner and MFR's lens drops for application directly into the eye while wearing contact lenses. Small bottles of these two products are nearly identical. So much so, that it is possible for one to mistake the cleaner for the lens drops. The cleaner comes with a warning that it must not be put into the eye or any number of very dangerous things might happen including blindness. Being a contact lens wearer, rptr believes that when one needs to use the lens drops, is usually when the contacts feel dry, uncomfortable, and when this happens one's vision is often impaired. It also could be while in a movie theatre, or a dark environment. Reaching into one's purse or pocket, it would be impossible to "feel" the difference between these two small plastic bottles. Even looking at them in the light one could possibly mistake one for the other. Evidence: before driving home at night yesterday, rptr experienced "dry eye" a condition easily helped by lens drops. Unfortunately, rptr was in a dark parking lot, reached into purse, and poured a stream of the lens cleaner into left eye. Had a bottle of saline, rinsed out eye though the pain was excruciating. While driving to an ER, continued to flush out eye with saline. Rptr showed the drs the two bottles and even the medical professionals were astounded by the similarity of the containers, considering the serious consequences of confusing one for the other. The damage rptr did to eye was fortunately not permanent, but suffered burns to lids and tear ducts. Rptr cornea was severely swollen and "stippled" and vision is still impaired and sensitive to light. This will slowly decrease over the next week, say the drs. The alternative is absolutely unspeakable, and rptr firmly believes the two containers should be distinguishable by touch and shape especially when they may be used and are used when eyesight is not at its most acute. Frankly, rptr is surprised, given the possible danger, that the eyesight is not at its most acute. Frankly, rptr is surprised, given the possible danger, that the warning label is in such fine print and red on a dark blue background. Very difficult to read in the best of circumstances. Daily cleaner: used to clean lenses when out of eye, then rinsed off, disinfected. Lens drops: used to lubricate lenses while in eye; relieve dryeye or irritation.